Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Continued h6 (health effect - impact code 4): f15.

Event description:
Patient reported right side rupture. Device has been explanted.